Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the staples did not deploy, but the tissue was cut. No staples were present in the cartridge. The stomach was found open in the abdomen. A new device was used to resolve the issue. The issue resulted in prolonged surgery time. Additional procedures are needed to compensate for this dysfunction. Extended hospitalization was also noted.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the reload was loaded onto a manual test handle and the interlock was tested and found to be engaged in interlock. The interlock feature was overridden in order to test the functionality of the reload. No issues were noted with loading/unloading or firing/retracting. It was reported that the staples did not deploy, but the tissue was cut. No staples were present in the cartridge. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: the reload had a full staple complement, the clamping mechanism was deformed, and there were several malformed staples within the jaws of the reload. Visually, the reload had a full staple complement. The clamping mechanism was deformed. The were several malformed staples within the jaws of the reload. The product analysis noted evidence that the device was not used as intended. The clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.